Event description:
This device was returned with strips showing the rv channel exhibited undersensing and noise. The "physician left torque wrench in generator while finishing surgery and he put too much pressure on the wrench and it snapped." We were informed by the hospital that this surgery was a "generator change", and no mention of the undersensing or noise was found in the op-note. This device was replaced with another crt-d device. Should add'l info become available, this file will be updated.